Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous atrioventricular fistula that is 60% stenosed. A 5x40mm armada 35 balloon dilatation catheter (bdc) ruptured at 20 atmospheres during the second inflation. Another same size armada 35 was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.